Event description:
A malfunction alarm was reported, characterized by occurrences related to a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to using an insulin pen as a backup and a replacement pump was arranged by technical support, noting that the original pump was still under warranty.